Event description:
It was reported that approximately 10 months after the promus stent implantation in the coronary artery, the patient experienced ischemic symptoms and was diagnosed with a potential myocardial infarction. The treatment is unknown. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, new information has been received. The lesion treated during the index procedure on (B)(6) 2010 was in the proximal left anterior descending artery (lad). The treatment for the myocardial infarction that occurred on (B)(6) 2011 was anti-platelet therapy and angioplasty to the proximal and mid-lad, including the index target lesion. The index target lesion was thought to have developed late stent thrombosis, which was the cause of the myocardial infarction. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of thrombosis is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of ischemia and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.